Manufacturer narrative:
Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign or surgisis posterior pelvic floor graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained a follow up MDR will be filed.

Manufacturer narrative:
Date of event not provided by the complainant. Product common name - posterior pelvic floor graft; product code - pag. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Update: the root cause of the patient¿s current complaints remains inconclusive.

Event description:
The patient was reportedly implanted with a biodesign or surgisis posterior pelvic floor graft on (B)(6) 2007, at (B)(6) hospital of (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2007, dr. (B)(6) performed an enterocele and a rectocele repair. The rectocele was repaired with a surgisis graft and the enterocele was repaired with vicryl sutures by performing a levatorplasty.

Event description:
The pt was reportedly implanted with a biodesign or surgisis posterior pelvic floor graft on (B)(6) 2007, at (B)(6) hosp of (B)(6), by dr. (B)(6). The pt and her attorney have alleged that a as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.